Event description:
A customer reported via phone call indicating that they experienced unexplained low blood glucose levels of 42 mg/dl. The customer was treated for the low blood glucose with food and juice. The customer stated that they have been experiencing low blood glucose since (B)(6) 2015. The customer declined to troubleshoot the issue. The customer disconnected from their insulin pump until they are able to talk to their health care provider about the causes of the low blood glucose levels. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.